Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received change sensor alarm. The customer's blood glucose level was reported to be 70.2mg/dl, and their sensor reading was 172.8mg/dl. It was reported that the customer had sensor failure. It was reported that the sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.